Event description:
It was reported that the device was found to no longer be communicating with the remote monitoring app. Abbott technical support was contacted and noted the device had reached end of life (eol); however, they were unable to determine if the battery depletion observed was normal or premature. Device replacement is anticipated, but has not been performed yet. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.